Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast surgery with two unspecified saline breast implants experienced breast implant illness post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
After additional review of this file and with the information available, it has been determined that the patient has a planned explantation on an unknown date. Also, initial reporter first name is debbie and initial reporter last name is parsons. Should additional information be received, this file will be updated as applicable. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).